Manufacturer narrative:
Follow-up # 1 date of submission 09/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen was blank. When replaced with a test display, the screen functioned properly. A leak test was performed and a leak was found in the pump case, as well as a crack. The pump case was removed and moisture was observed in the pump compartment. Unrelated to the complaint, the up arrow, down arrow, and ok keypad buttons were unresponsive.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the pump was beeping when the patient got out of the swimming pool. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.